Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the patient was apparently booked off sick for 2 months now, and she will get back to them regarding the additional information requested. The patient mentioned that the charging has been going well.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there was an unexpected battery shutdown. The patient reports that the implanted neurostimulator (ins) appeared to shut down abruptly without prior warning. The pt attempted to restart the system for approximately 40 minutes; however, the recharger was nonresponsive during this period. It was unclear whether all relevant devices were fully charged at the time (awaiting confirmation). The patient noted that the charger screen would power off and could not be restarted. Charger recovery attempt: the pt referenced anecdotal online feedback indicating similar charger malfunction experiences among users. Following advice found online, they attempted to remove the battery from the controller for 1 minute. After five iterations of this process, the recharger eventually resumed normal function. They expressed concern regarding the absence of this troubleshooting information in the official patient education materials. Ins shutdown during charging: the pt reports intermittent shutdown of the ins during charging while lying prone on a bed and using a laptop. Since implantation, they have avoided nearby electronic devices during charging due to perceived interference. Nevertheless, they noted this precaution was not reflected in the provided literature. The pt experiences delays of up to 45 minutes before the charging initiates successfully despite the controller appearing to have sufficient battery charge. Resolution unknown. Technical services stated that the controller can lock up or display error messages for a variety of reasons. A common troubleshooting step is to reset the controller by removing and reinserting the controller battery. This will often resolve situations when a software problem message is displayed, the controller becomes frozen/locks up, or if the controller screen becomes completely white. If the patient is getting persistent error messages, like they get a software problem message every time they attempt to recharger, then we would replace components, the recharger, controller or both, to try to troubleshoot the issue. Any documented interference issues affecting charging while in specific positions or near other electronic devices. Patient positioning would not affect the function of the controller or recharger. Patient position would likely affect the orientation of the ins and where the patient must put the recharger to maintain a connection to the rechargers. For some patients they may not be able to recharge in certain positions because of the orientation of the ins. As for environmental interference, most household electronic devices are not going to interfere with the function of a stimulator or the charging process. If the patient is noticing changes in therapy when they are in specific positions, it may be a good idea to check impedances and consider using multiple groups with different active electrodes to see if the change in therapy affects different electrodes/therapy configurations. Whether battery reset procedures for the controller are supported and should be formally documented in patient literature. As noted above, resetting the controller is a common troubleshooting step to take when seeing any error messages or having other issues with the operation of the patient controller.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.